Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. Device passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is unresponsive without receiving and alarm. Blood glucose value is 173 mg/dl. Nothing further reported.